Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g4, g7, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the rpms and device were in specification, but an aged repair was needed; however, the repair was not completed because the customer declined the aged repair. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that there was an incident while the surgical team was harvesting skin graft from the thigh of the patient. There was no obvious defect in the dermatome on physical examination. The md had to repeat the process of harvesting in the same area. No harm to the patient or operator reported. It was undetermined if an additional unplanned skin graft was required. No adverse events were reported as a result of this malfunction.